Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, 2 of the 3 wires of the power cord were separated from the plug and exposed. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility 2 of the 3 wires of the power cord were separated from the plug and exposed. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.